Manufacturer narrative:
Visual analysis of the returned device identified crease fold, wear abrasion, one opening(linear) on the posterior and brown particles in the inner surface. Leak test and microscopic analysis were performed which identified one opening crease(smooth) on the posterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is one crease(smooth) opening on the posterior due to fold flaw opening.

Event description:
Patient reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. The device has been explanted.